Event description:
User received erroneous vitamin b12 results for two pt samples. The following results were determined to be discrepant for one pt sample. Initial result gave 1986 pg per ml and was reported out. Sample was diluted and repeated giving 3204 pg per ml. In 2009, the same sample was repeated twice, once without dilution giving > 2000 pg per ml, and once with dilution giving 3208 pg per ml. Pts were no adversely affected.

Manufacturer narrative:
The field service representative was unable to determine a cause. He ran performance tests and verified analyzer alignments, all performed within specification.